Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a retrograde intrarenal surgery procedure in the left kidney, performed on (B)(6) 2021. According to the complainant, during the procedure and inside the patient, when the physician tried to insert to the stent, resistance and pressure from the bladder part of the stent was felt and it was noticed that the tip of the stent was deformed. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: medical device problem a0406 captures the reportable code of stent material deformation inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the suture hole was torn and the bladder pigtail tip was damaged. A mandrel 0.035" was inserted through the stent and no resistance was felt. The suture was not returned for analysis. The suture string was not returned with the device. Additionally, the pictures attached in complaint record revealed the bladder pigtail tip section damaged. No other issues with the device were noted. The reported event was confirmed. Analysis of the returned device revealed the bladder pigtail tip was damaged and the suture hole torn. According to product analysis, the problems found could have been generated by the user or due to the interacting of the device with the suture string. Additionally, the device was outside the original pouch and without the suture string loaded in the device, evidence that the stent was manipulated. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a retrograde intrarenal surgery procedure in the left kidney, performed on (B)(6) 2021. According to the complainant, during the procedure and inside the patient, when the physician tried to insert to the stent, resistance and pressure from the bladder part of the stent was felt and it was noticed that the tip of the stent was deformed. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.